Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of device failure to cut. Device evaluation the device was not returned for analysis; therefore, a technical analysis could not be performed, for this reason and due to the lack of evidence, the reported event was unable to be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on all gathered information, the probable cause selected is "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a captiflex snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut the polyp cold and the snare was unable to cut cold. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event.